Manufacturer narrative:
The MFR's service rep performed an on-site investigation. A cable was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the monitor went white on the stenoscop system while rotating the c-arm. No pt injury was reported.